Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 306001 lot# unknown serial# implanted: explanted: product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: .if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient does not know if her leads have come loose, but she is in a lot of pain.  No further complications were reported/anticipated at this time.